Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported that the healthcare provider stated per the patient that the stimulator doesn't work. The caller was asked to clarify and the caller stated the patient said the "transmitter needs to be redone". Caller had no additional information to provide. No symptoms were reported. No further complications were reported or anticipated with this event.